Event description:
It was reported that during an open heart surgery, the clips fell off the first applier. Use a new clip applier to clipping on the internal mammery artery, it cut through the artery, removed that one from the field. There was bleeding, unknown how much blood lost.